Event description:
An angio-seal evolution device was used for vascular closure of an arteriotomy. It was reported that one day after the procedure, the patient experienced a "pop", which resulted in bleeding of the puncture site. The patient was admitted to the hospital and bleeding was stopped using a femostop device. The patient did not experience any complications due to this event.

Manufacturer narrative:
(B)(4) - hemorrhage; no known device problem. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if bleeding or hematoma occur after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses. The angio-seal device patient's information guide, suggests that the patient should modify their activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and to avoid driving the day of discharge.